Manufacturer narrative:
G4: 09jan2020. B4: (B)(6). Additional information was received that the problem was an intermittent frozen display. The customer reported that replacing the user interface printed circuit board assembly resolved the problem. The ventilator successfully passed performance specification testing after the repair was completed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and it is unknown if there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported a board down and requested the part information for a foot kit, fan filter guard, and user interface printed circuit board assembly. It is currently unknown the exact failure that the ventilator experienced. There was no patient involvement.